Manufacturer narrative:
Additional reporter: section e1: (B)(6).

Event description:
It was reported that the patient presented in clinic for a device check. It was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated. Premature battery depletion was suspected. The ICD was pending explant. The patient was not pacing dependent and was stable.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced.